Event description:
"A zoll distributor electrode belt sn (B)(4) indicating that the therapy electrodes were non-functional."

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon eval, there was an intermittently open pulse wire in the trunk cable. The cause of the non-functional therapy electrodes and test failure is the open pulse wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the open pulse wire.